Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr triple-lumen powerpicc solo catheter was returned for evaluation. N initial visual observation revealed some biological residue proximal to the molded joint, and the catheter appeared to be terminated at the 40 cm depth mark. A split was seen on the extension leg of the white luer hub just proximal to the molded joint. A microscopic observation revealed the split on the extension leg had striations and clean edges. These observed features are indicative of damage caused by a sharp-edged instrument such as a scalpel. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the line was inserted in ccu and during the process of fully advancing the catheter and connecting the ppv to flush it, a crack was noticed between the hub and white lumen. Normal saline leaked through the crack during the flush and the line could no longer be used. The crack was not apparent during priming of the PICC prior to insertion. A new PICC was then open and used to complete the procedure.